Event description:
The event is reported as: the laryngoscope handle overheated. The facility used another laryngoscope handle. No patient or user injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.